Event description:
It was reported that one (1) unit of floseal hemostatic matrix was used during an endoscopic discectomy procedure. Following surgery, the patient experienced pain, and subsequent MRI imaging identified a ¿mass¿ at the surgical site. The patient underwent reoperation, during which the mass was described as ¿friable and soft in texture, closely resembled floseal, but it no longer appeared yellow¿. The patient outcome and if the patient was hospitalized for the event were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.